Manufacturer narrative:
The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope needed evaluation due to scratches or channel damage and failed biotest. Per the customer, the site follows the 2018 FDA duodenoscope surveillance sampling & culturing guidelines. Accordingly, the elevator mechanism and the instrument channel are sampled. The scope was cultured and bacillis species ((B)(6) 2019) and micrococcus luteus ((B)(6) 2019) was found. The user does not know if this device was used on a patient with a known infection of the same microorganism. This was found during routine sampling. The process they use samples the elevator mechanism and the instrument channel. He does not have culture reports. For the culture method the facility uses the FDA recommended process: flush ¿ brush ¿ flush method. The scope is not eto sterilized. To date there was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report #1 updates the following section. . This supplemental report is being submitted to provide the independent laboratory test results and the physical evaluation results of the device. The olympus scope was sent to an independent laboratory for culture testing. The scope¿s air/water channel tested positive for staphylococcus capitis. In addition, the scope¿s instrument channel tested positive for micrococcus luteus. It is negative results at the distal end of the device. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. The scope was received from independent laboratory on january 23,2020. A visual inspection was performed on the received condition. The evaluation using a boroscope determined that there is a yellowish stains inside the biopsy channel wall at the distal end and bending channel. In addition, tear/marks and kinks inside the biopsy channel wall at the bending section are found. There are no signs of foreign material/substance inside the suction channel, suction port, air/water port, elevator forcep raiser and nozzle when inspected with olympus boroscope and telescope test equipment¿s. No signs of foreign substance/materials found with the bending section cover, bending section cover glue, insertion tube, distal end cover, and objective lens/glue. A discoloration on the bending section cover glue from the distal end and insertion tube sides. Additionally, the scope passed the cosmo leak testing. Based on the device evaluation, the cause of the yellowish stains on the biopsy channel is most likely due to insufficient cleaning during reprocessing of the scope. The cause of the tear/scrape marks on the biopsy channel wall is due to mishandling. The discoloration on the bending section cover glue is due to the chemical damage. Based on the evaluation findings the cause of the physical condition of the scope is attributed to improper maintenance. As a preventive measure, the instruction manual states, this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is exclude from olympus¿ limited warranty and is not warranted by olympus in any manner.